Manufacturer narrative:
On february 11, 2021, mentor became aware that day of event was "29" and patient's age at the time of event was 48. Fields a2 and b3 have been correctly updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline implants 275cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear was noted within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 9, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number was not visible on the returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Date of explant: (B)(6) 2021. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with an unknown size unknown saline implant and experienced breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2021. Mentor is following up for clarification regarding the discrepancy between the patient's reported date of birth and reported age. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On february 23, 2021, mentor became aware that the replacement devices used were catalog number 3502375; serial number (B)(6) on the left side and catalog number 3502375; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).